Event description:
It was reported that a nurse cut her leg on a broken IV pole that was hanging from the stretcher. The injury required medical intervention that was reported to have been treated with antibiotics. No patient was affected during the event.